Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed a total service visit and found that the wash blocks were leaking around the aspirate probes. During the multiple follow-up visits, the cse replaced the rinse blocks, positive displacement pump, wash1 rotary pump due to air in lines, blue and gray peristaltic pump covers, dilutor and syringes, and valve manifold. The cse recalibrated the pth assay and ran siemens quality controls (qc). Level 1 and 2 for the qc were within range and level 3 was high. The cse also ran biorad liquicheck qc material in replicates of ten. The cse replaced the wash 1 bulk bottle straw and the bulk bottle was cleaned with cleaning solution. The cleaning solution was also used to decontaminate the wash 1 lines. Fresh wash1 was then loaded on the analyzer and siemens pth qc were run, which recovered within acceptable range, still showing higher bias. Fresh pth calibrator was prepared and run, which resulted acceptable. Siemens qc material was rerun, resulting similar to the previous qc values. The cse found that the qc material was several days old. The customer's bio-rad liquicheck qc was rerun, which recovered within range. Pth qc and patient samples were repeated to verify the instrument performance, which resulted acceptable. The cause of the discordant pth results on three patient samples is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
Discordant intact parathyroid hormone (pth) results were obtained on three patient samples on an advia centaur cp instrument. The initial results for sample ID (B)(6) and (B)(6) were not reported to the physician(s). It is unknown if the initial result for sample ID (B)(6) was reported to the physician(s). Sample (B)(6) was repeated three times and samples (B)(6) and (B)(6) were repeated twice on the same instrument, resulting different. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant pth results.

Manufacturer narrative:
The initial MDR 2432235-2018-00199 was filed on 04-may-2018. Additional information (17-may-2018): a siemens customer service engineer (cse) re-visited the customer site. Upon the siemens regional support center (rsc) specialist's instructions, the cse performed re-tubing of reagent probe fluidics and replaced and aligned the pump 4 and probe. A siemens headquarters support center specialist reviewed the event data and service report and determined that the parts replaced could have contributed to the issue. There is no verified evidence that the parts were defective. This is considered as an isolated event.